Event description:
The customer reported that while in patient use the ventilator gave "circuit occlusion" with audible and visual alarms and the ventilation stopped. The patient was removed from the ventilator and placed on another ventilator. No patient harm.

Manufacturer narrative:
(B)(4). The carefusion failure analysis tech will evaluate the alleged failed part if it is returned to the manufacturer.